Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum does not recognize opened door. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue however the serial number of this device was converted to (B)(4) on (B)(6) 2013. The device history record for (B)(4) contained a certificate of destruction dated (B)(6) 2015. It is likely that the customer misreported the serial number. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.